Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg explant procedure and was doing well postoperatively. No further information has been obtained.